Event description:
A pt with an implantable cardioverter defibrillator (ICD) system experienced oversensing/inappropiate shocks. An invasive analysis was performed and the two (rate sensing) leads were capped. A new rate sensing lead was implanted. Implanted: 1/27/93. Out of service: 1/3/96 (implanted 35 months).